Event description:
On (B)(6)2018, a replacement procedure of the subject pacemaker was performed due to normal battery depletion. As the patient hardly had his own spontaneous rhythm, the pacemaker was planned to be programmed at 50min-1 in vvi mode at the start of the procedure and be reprogrammed to 30min-1 just before lead disconnection. When electrocautery was used to cut skin on a pacemaker pocket, rr intervals on ECG were confirmed to be prolonged. Emi by electrocautery was suspected. The pacemaker pocket was covered with a sheet and the programming head was put on it to interrogate the pacemaker. When changing the basic rate to 30min-1, the patient¿s spontaneous rhythm at 30 to 35bpm appeared for a while, however, paced ventricular contractions were recognized between spontaneous r-waves. Therefore, the pacemaker was considered to have operated asynchronously. Real time egm test showed that ventricular egm was flat and no r-waves were displayed on the screen. As pacing rate was at 30min-1, it was considered that emi protection mechanism had opened. The physician decided to disconnect the pacemaker from the atrial and the ventricular leads and a measurement with a pacing system analyzer was performed. No anomaly was confirmed both on the atrial and the ventricular leads. A new pacemaker was opened and it was connected to the two leads. Pacemaker check with programmer was performed and no anomaly was observed. The pacemaker pocket was closed and the procedure was completed.

Manufacturer narrative:
The preliminary analysis confirmed the reported event.

Event description:
On (B)(6) 2018, a replacement procedure of the subject pacemaker was performed due to normal battery depletion. As the patient hardly had his own spontaneous rhythm, the pacemaker was planned to be programmed at 50min-1 in vvi mode at the start of the procedure and be reprogrammed to 30min-1 just before lead disconnection. When electrocautery was used to cut skin on a pacemaker pocket, rr intervals on ECG were confirmed to be prolonged. Emi by electrocautery was suspected. The pacemaker pocket was covered with a sheet and the programming head was put on it to interrogate the pacemaker. When changing the basic rate to 30min-1, the patient¿s spontaneous rhythm at 30 to 35 bpm appeared for a while, however, paced ventricular contractions were recognized between spontaneous r-waves. Therefore, the pacemaker was considered to have operated asynchronously. Real time egm test showed that ventricular egm was flat and no r-waves were displayed on the screen. As pacing rate was at 30 min-1, it was considered that emi protection mechanism had opened. The physician decided to disconnect the pacemaker from the atrial and the ventricular leads and a measurement with a pacing system analyzer was performed. No anomaly was confirmed both on the atrial and the ventricular leads. A new pacemaker was opened and it was connected to the two leads. Pacemaker check with programmer was performed and no anomaly was observed. The pacemaker pocket was closed and the procedure was completed.